Event description:
It was reported by the rep that (1) cdh21 was used during a laparoscopic subtotal gastrectomy procedure. It was reported that the surgeon used the device to make a hole in the top portion of the stomach near the esophagus. Surgeon approximated the tissue, married the two ends of the stapler together and then fired. After hearing the "crunch" of the stapler the surgeon removed it to find that the stapler had cut but not fired any staples. The surgeon stated that there were no staples intraabdominally nor in the "donuts". Surgeon had to laparoscopically sew the defect, which added about one hour of o.r. Time. There was no adverse outcome to the pt. The hospital is trying to find the instrument. 1/20/2000: m.d. Called this writer. M.d. Stated that m.d. Used the cdh to cut a hole through the stomach. M.d. Went on to say that when m.d. Pulled the stapler out to inspect the tissue, m.d. Found that the instrument had cut, yet there were no staples present, nor any in the surgical field. The case was completed via hand suturing. The time in the o.r. Was extended approx. One hour. No other info was provided.